Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, it was reported that the resolution on the pump display screen was "very dim." There was no reported adverse impact to the customer. The customer declined follow up contact from tandem technical support, therefore no additional information could be obtained.